Manufacturer narrative:
(B)(4). MFR method - MFR eval/investigation currently in process. MFR results - MFR eval/investigation currently in process. MFR conclusion - MFR eval/investigation currently in process.

Event description:
This report is pt 3 of 3: health professional reports. Two consecutive protime system inr 0.8. Unspecified lab system within pt therapeutic range. Pt therapeutic range not reported. No report of adverse event, serious injury, or intervention.